Event description:
It was reported this filter was placed without incident via a jugular approach. One day post-placement, a chest x-ray for an unrelated procedure revealed the filter had migrated to the right atrium. No retrieval attempts were made. Another manufacturer's filter was placed without incident. The pt remains asymptomatic. No pt sequelae resulted from this event. The device remains implanted and no failure analysis will be available. Since it was also indicated the filter was placed without incident, co is unable to determine the exact cause for this event.